Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The left popliteal was treated with a complete se stent. Approx. 86 months post implantation of the complete se stent, the patient experienced claudication to the left leg with stenosis in the afs and ap. The event was treated with a revascularisation with pta and deb, the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.